Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the cause of the reported device deformity could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. After taking measurements in echocardiography (echo) and angiography of 22 mm and 23 mm landing zone, they selected a 25mm amulet. During procedure, the conformation and position within the laa was oversized and the amulet was deformed to bulbous and outside the safety parameter (mis sizing). The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures only with laa walls during deployment and no report of any angulation/kink noticed with the delivery system. The device was exchanged with a 22mm amplatzer amulet left atrial appendage occluder and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovered.